Event description:
Consumer had bought the crayola toothbrushes for her children and two of the toothbrush bristles were coming out of the toothbrushes.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.